Event description:
It was reported that the patient was presented remotely via merlin.net. Transmissions showed the patient implantable cardiac monitor (icm) had alert for atrial fibrillation (af) episodes due to over-sensing. No intervention was performed. The patient had no adverse consequences.